Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 475cc mentor memorygel breast implants and experienced bilateral rupture post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On may 06, 2022, mentor received additional information about the patient's information, diagnosis, device date of implant, date of event. The patient's age at the time of event was reported to be 55 years old. The patient weight was reported to be 174 lbs. The patient's ethnicity was reported to be hispanic/latino. The date of event was reported to be february 02, 2022. The date of device implantation has been updated to (B)(6) 2014. The additional information also reported implant had implant site calcification. Mentor updated the complaint's coding for accuracy. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).